Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level, high blood glucose and sensor had calibration not accepted. Customer's high blood glucose was 350 mg/dl. Customer's low blood glucose was 48 mg/dl and treated glucagon tablets. Customer declined to troubleshoot for high readings and low readings. The product was returned for analysis.